Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the hyperglycemia and hospital visit. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to go to the hospital with blood glucose (bg) reading at 19.5 mmol/l (351 mg/dl). There were several correctional boluses and a manual injection of insulin (exact amount was not provided) but not able to lower the patient's bg levels. There was no further information regarding the hospital visit or patient¿s treatment.